Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redx1003 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that there was hair in the original package of the groshong PICC. Operator found it before unpacking. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair within a kit is confirmed and was determined to be manufacturing related. Two photographs of a groshong nxt clearvue catheter kit were returned for evaluation. An initial visual observation of the photographs showed what appeared to be small hair within the packaging of the kit, which appeared to be sealed. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported that there was hair in the original package of the groshong PICC. Operator found it before unpacking. No other information was provided.